Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime, system sensor and excessive no delivery test. No excessive no delivery alarms noted. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery multiple times. Customer does not recall any significant events leading to the error. Customer's blood glucose was 538 mg/dl this morning and later on in the morning was 235 mg/dl. Troubleshooting found that customer had thrown out the infusion sets and declined to troubleshoot further. Customer indicated that he will not return the set or reservoir for analysis. Customer was advised that the pump and replacement supplies would be replaced.